Event description:
Per the clinic, the patient developed an infection at implant site and subsequently was treated with antibiotics (specific type, date and duration not reported). The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 20, 2023.